Event description:
It was reported that the patient had the inflatable penile prosthesis removed as pump did not function upon numerous attempts. Advanced troubleshooting was performed by the physician. A new tactra malleable penile prothesis was implanted. The patient was expected to fully recover.

Manufacturer narrative:
The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as pump did not function upon numerous attempts. Advanced troubleshooting was performed by the physician. A new tactra malleable penile prothesis was implanted. The patient was expected to fully recover.